Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the rptr: the donut portion of the balloon burst while inside the pt. The balloon did not inflate in a donut shape but instead an oblong shape. The balloon did not break into pieces, it split, no pieces in cavity. A different trocar was opened for the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss.